Event description:
Olympus medical systems corp. (Omsc) was informed that during unspecified timing that it was found that the fan of the subject device generated abnormal sound. During the incoming inspection for repair at olympus (B)(4), it was found that the image from the dvi 1 input connector of the subject device was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the electrical circuit boards. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the electrical circuit boards due to the aging deterioration because six years and four months had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.